Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B) (4): analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported, during an implant procedure, the lead was solicitated a lot due to the patient's tortuous venous anatomy; the lead appeared deformed. Consequently, the physician decided to removed and replace the lead. No patient complications have been reported as a result of this event.

Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): defib conductor distorted, and blood noted on conductor and helix; the analyst noted that the proximal end of the exposed svc defib coil is distorted. This occurs when an introducer with a hemostasis valve is used; full lead returned and analyzed.